Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no adverse effect to customer's blood glucose level. Customer continued to use the cartridge for insulin delivery and insulin delivery was resumed.